Manufacturer narrative:
The device reference number for the medical device referred to in this medical device report cannot be verified, and therefore, no UDI number can be provided.; the correction of h3a device evaluated by manufacturer? H3b device not eval provide code and h3c if other provide code explain fields deems required. This is based on the internal evaluation.; previous h3a device evaluated by manufacturer? No; corrected h3a device evaluated by manufacturer? Yes, previous h3b device not eval provide code: other; corrected h3b device not eval provide code: n/a; previous h3c if other provide code explain: device not returned to manufacturer; corrected h3c if other provide code explain: n/a; getinge became aware of an issue with one of surgical lights - powerled. It was stated the rear cover was damaged. Based on the photographic evidence the half of the cover was missing. According to engineer the cause of damage was collision. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. According to the subject matter expert at the manufacturing site, the incident is due to inappropriate use. To prevent such an issue from reoccurring, the manufacturer¿s recommendation is to follow the instructions from the operating manual concerning arm pre-positioning prior to use. Additionally, users are requested to pay attention to cracks in plastic parts. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
On 23th july, 2024 getinge became aware of an issue with one of surgical lights - powerled. It was stated the rear cover was damaged. Based on the photographic evidence the half of the cover was missing. According to engineer the cause of damage was collision. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.